Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer keeps receiving a no delivery alarm on their insulin pump during bolus. The customer's blood glucose level was at 180 mg/dl. The customer was helped with trouble shooting and found that the alarm was caused by a bad set/reservoir connection. A new set of reservoirs were sent to the customer. No further information was provided.